Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 01/03/2013, electrode belt: 07/09/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. It was reported that the patient passed away at the hospital. It was reported that the patient was wearing the lifevest at the time of passing and that the patient's passing is cardiac related.   Review of the download data indicates that the patient entered ventricular fibrillation (vf) at 13:46:28 on (B)(6) 2020. The lifevest delivered one appropriate treatment shock at 13:47:04 while the patient was in vf. The post-shock rhythm was asystole with motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient also experienced an inappropriate treatment in response to low amplitude oversensing. The patient was treated inappropriately at 13:47:30. The patient's rhythm at the time of the shock was asystole, and the post shock rhythm was asystole with ECG inference/disconnection. The electrode belt was disconnected at 13:47:33 on (B)(6) 2020. The patient passed away on (B)(6) 2020.